Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 22-jan-2020 and installed at the customers 20-apr-2020. A lumenis service engineer visited the site ((B)(4)) seven (7) day after the reported event and examined the laser system. The engineer found first 45 mirror damaged and replaced it. Performed optical bench alignment tests - all passed. Performed energy check and after verifying that the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of system risk files ((B)(4)) revealed risk #2.4.2 "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A two year historical review of similar complaints revealed that the same malfunctions of pulse 120 laser systems mirror failure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Unrelated to the event, lumenis has initiated CAPA #(B)(4)to further investigate various optical issues with the holmium product family lasers. This complaint is being closed to CAPA (B)(4), and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a prostate procedure in which a lumenis pulse 120h laser was being utilized, the system displayed error codes 253, 87 and reduced the power to 32w only. The user facility tried to troubleshoot but after twenty (20) minutes delay the remainder of the procedure was successfully completed by a turp procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.